Event description:
It was reported that the nurse stated that the arctic sun device had been running for 6 hours. It suddenly had a message on the screen that said, unable to save data. Nurse had tried rebooting and the message returned. Confirmed with nurse they would need to send the device to biomed for evaluation and swap to another machine. Nurse confirmed they had another machine and was planning to switch to. Nurse selected normothermia with targeted temperature (tt) 37c. Nurse stated that the patient was supposed to remain in normothermia for 96 hours, is there a way to adjust the duration. Informed nurse the duration in normothermia could not be adjusted. The time would count up for how long therapy has been running. Therefore, if counting the first 6 hours, therapy would be completed when this device duration says 90 hours instead of 96 hours. Nurse started therapy and will pass the duration along to the next nurse. Encouraged nurse to call back with any questions or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device had been running for 6 hours. It suddenly had a message on the screen that said, unable to save data. Nurse had tried rebooting and the message returned. Confirmed with nurse they would need to send the device to biomed for evaluation and swap to another machine. Nurse confirmed they had another machine and was planning to switch to. Nurse selected normothermia with targeted temperature (tt) 37c. Nurse stated that the patient was supposed to remain in normothermia for 96 hours, is there a way to adjust the duration. Informed nurse the duration in normothermia could not be adjusted. The time would count up for how long therapy has been running. Therefore, if counting the first 6 hours, therapy would be completed when this device duration says 90 hours instead of 96 hours. Nurse started therapy and will pass the duration along to the next nurse. Encouraged nurse to call back with any questions or issues.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse had tried rebooting and the message returned. Confirmed with nurse they would need to send the device to biomed for evaluation and swap to another machine. Nurse confirmed they had another machine and was planning to switch to. Nurse selected normothermia with targeted temperature (tt) 37c. Nurse stated that the patient was supposed to remain in normothermia for 96 hours, is there a way to adjust the duration. Informed nurse the duration in normothermia could not be adjusted. The time would count up for how long therapy has been running. Therefore, if counting the first 6 hours, therapy would be completed when this device duration says 90 hours instead of 96 hours. Nurse started therapy and will pass the duration along to the next nurse. Encouraged nurse to call back with any questions or issues. The instructions-for-use was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.